Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
There was no signal to low alarm or unexpected restart alarm noted. The insulin pump passed the self test and unexpected restart error test. The insulin pump was received with error alarm in the history file. The error alarm due to corrupted history file. The insulin pump was received with minor scratched display window, cracked case at display window corners, battery tube threads, and reservoir tube lip.

Event description:
It was reported that the insulin pump had alarmed several errors and that data could not upload to carelink. The blood glucose reading was 9.2 mmol/l. The caller stated that the insulin pump was stored without a battery for an extended period of time. The caller did not recall if the alarms had occurred during normal use. Advised replacement of the insulin pump. Nothing further reported.